Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited reproducible noise on the rate/sense channel that resulted in pacing inhibition. There is no noise on the shock channel. The noise was able to be reproduced with deep breathing.